Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6 codes were inaccurate in previous report.

Event description:
The product was returned without a complaint associated to the product and there is no allegation of a malfunction for this product. More information was requested but not yet provided.